Event description:
It was reported that high lead impedance was observed upon normal mode and system diagnostic testing. There has been no known trauma or preceding contributing factors. No known surgical intervention has occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.